Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing dilaudid (hydromorphone) for non-malignant pain. It was reported that one day when the patient first got the pump, they called the doctor's office multiple times because 'it was leaking'. They were told if they can't get a hold of the doctor, they need to go to the emergency room, so they went to the hospital. No further information was reported.